Event description:
It was reported that during a lung wedge resection (vats), the devices were fired, stapled and cut, but stuck on the tissue. The devices were cut out. The articulation joint was physically separated from the metal shaft. Another device was used to complete the case. The procedure was not converted to open, but the incision was increased to spread the ribs.